Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer¿s blood glucose level was 222 mg/dl at the time of the incident and treated it with manual injection. No harm requiring medical intervention was reported. The device and reservoir will not be returned for analysis.